Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported endocarditis. Based on available information, a cause for the reported endocarditis could not be conclusively determined. The reported patient effect of endocarditis, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. The reported medication was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
Code 4614 was removed and code 4644- medication was added.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported endocarditis. Based on available information, a cause for the reported endocarditis could not be conclusively determined. The reported patient effect of endocarditis, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. The reported serious injury/ illness/ impairment was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling. Codes removed health effect - impact code: 4614 removed, 4644 added.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
On (B)(6) 2025, a patient presented with grade 4+ functional mitral regurgitation (mr) for a mitraclip procedure. During the procedure, two mitraclips were successfully implanted, and mr was reduced to grade 2+ post-procedure. There was no clinically significant delay. On (B)(6) 2025, the patient was diagnosed with endocarditis. Vegetations were identified on echocardiography, and the causative organism was confirmed by blood culture. Intravenous antibiotics were administered. According to the physician, the mitraclip contributed to the development of endocarditis.